Manufacturer narrative:
The device was later explanted, and was returned to boston scientific in 2016 with no additional information. Laboratory analysis estimated that the device was explanted in (B)(6) 2014. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that over a six month period, this pacemaker longevity had decreased from two years remaining to one year remaining. At a normal device check, it was noted the pacing output was 3.5v. Automatic capture was programmed on. Pacing impedance measurements were normal. A manual threshold test produced 1.2v@0.4ms, with a similar measurement in an auto threshold test. The daily measurements did not show the device was in retry, so it was not known why the output defaulted to 3.5v. A boston scientific technical services consultant discussed that auto capture uses a beat to beat criteria, so something the device was seeing caused the device to go into retry. It was recommended to turn off auto capture and program with a fixed output to mitigate this issue. The clinician intended to leave auto capture on and would see the patient again in two months. No lead issue was suspected. The device remained in service. No adverse patient effects were reported.